Event description:
During an initial implant procedure, the guidewire and stylet was unable to advance in the left ventricular (lv) lead. The stylet was finally inserted with force but was unable to be separated. The lv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were failure to advance guidewire, stylet separation failure and failure to connect lead to device. As received, a complete lead was returned in one piece. The reported event of failure to advance guidewire was confirmed. Visual examination of the lead found blood/body fluids throughout the lead body and the inner coil was damaged at the proximal region of the lead consistent with procedural damage. Unable to perform guidewire insertion test due to the damaged inner coil. The cause of the reported event of failure to advance guidewire was isolated to the blood/body fluids and the damaged inner coil consistent with procedural damage. The reported events of stylet separation failure and failure to connect lead to device were not confirmed. The lead was returned without a stylet. Visual examination of the connector region of the lead did not find any anomalies. The lead was able to be fully inserted and removed from the device with no restriction. Dimensional analysis of the connector pin, seal zones and contact zones was performed and all dimensions were found to be within specification. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Double bend was measured to be within specification.

Event description:
Additional information was received indicating the lead was also unable to be connected to the device.